Event description:
Medics responded to a cardiac arrest, CPR in progress when the crew arrived. Disponsable defibrillation electrodes were attached to the pt. Reportedly, the device displayed dashed lines in the paddles lead and use of the device was inhibited. CPR was restarted, the device operator tried unsuccessfully to view the pt's rhythm by checking all connections. The pt was intubated and drugs were administered. A back up device was made available and the pt was determined to be asystolic. The pt converted to v-fib, and one shock was delivered. The pt's rhythm converted to asystole, pacing was started and the pt was transported. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporters opinion was based on the pt's persistent relapse into asystole.